Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced an event. She was incoherent and fell on the floor. The patient reported that she was not sure if the alert was checked yes or if it was on attentive. The alerts were tested and they functioned properly.she was given glucose tablets by her husband.at the time of the call to dexcom technical support, the patient reported being in fine condition.